Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reported 4 sensors (serial numbers unknown), and all sensor issues have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report in which a customer reported encountering sensor error messages and unspecified reading issue with the adc device. The report is as follows: "since then I have gone through five sensors. As of today's date I have had a 60% failure rate. The sensors seem to just stop reading. I usually get an error message that says "sensor error rescan in 10 minutes" or "sensor error rescan in 4 hours".tonight I received an error "replace sensor your sensor is not working, please remove and start a new sensor". I requested a replacement for one sensor, and received it. That sensor lasted the fourteen days like it should have. When the sensors do work, the readings are off anywhere between 10 and 100 points. I realize there is a margin of error, but anything above 30 points seems a bit excessive to me." There was no report of adverse event or third-party treatment due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.